Event description:
The amplatzer vascular plug ii (avpii) was correctly positioned and at the release step, the flow created by the fistula pushed the avpii into the pulmonary artery. The avpii was retrieved with a lasso. Patient identifier, age, weight, and gender is protected under local privacy laws, and therefore is not recorded.

Manufacturer narrative:
An event of the amplatzer vascular plug ii (avpii) migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.